Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer's service center, and the customer¿s complaint was confirmed. The device's internal battery needs to be replaced to address the issue. No repair was performed as the device is to be scrapped.